Event description:
The suture broke on the device and it kept flipping over in the pocket. The tension fractured and broke the lead insulation, so the lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, approximately 3.5cm distal to the df-1 connector pin the insulation was found damaged confirming the clinical observation. The subsequent root cause analysis indicated that the lead had been subject to severe mechanical stress in the implanted state. Interaction with the generator can during the implantation period should be taken into account. Diagnostic images clarifying this assumption were not available. In addition, a stretched shock coil and a deformed fixation helix were observed which most likely resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.